Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found proximal insulation abrasion at 27.2 cm from the connector pin due to friction with another implanted device.

Event description:
It was reported that the atrial lead dislodged. The lead was replaced.